Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found reagent probe 2 (r2) mixer board failed to reach the minimum low current voltage. The cse replaced the r2 mixer board. The cse ran quick check, which passed and the r2 mixer reading resulted satisfactory. The cse ran precisions using all 3 levels of quality controls (qc), resulting within specifications. The regional support center (rsc) specialist reviewed the instrument data and found no issue with the specimen or aliquot probe. A siemens headquarter support center (hsc) specialist reviewed the instrument log files and concluded the cause of the discordant, falsely low bhcg results was due to a failing mixer board. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (bhcg) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it as the sample was obtained from a pregnant patient. The sample was repeated neat, resulting low. The sample was then diluted, resulting higher and matching the patient clinical history. The patient was redrawn and the sample resulted low as the initial result. The redraw sample was diluted and repeated on the same dimension vista 500 instrument, the result matched the original diluted sample. The diluted result from the original sample was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low bhcg results.